Event description:
It was reported that the left ventricular lead was nicked during an open heart surgery even though the lead was programmed off two years ago. It was also noted that left ventricular pacing was occurring due to the ventricular sense response algorithm. The ventricular sense response algorithm will be turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The weekly pace lead impedance trend data show various spike increases for maximum left ventricular pacing of 1136 to 1808 ohms range between (B)(6) 2010 and (B)(6) 2012.